Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. The customer drank apple juice to address the low bg. The customer declined to provide additional information regarding the issue.